Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On site investigation was preformed and the reported behavior could not be reproduced during system checkout. No further issues were reported. No parts were replaced or returned. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation system became unresponsive during boot up, it was stuck on the medtronic logo screen. Rebooting the system twice resolved the issue and the system became responsive. There was no patient present when this issue was identified.